Event description:
Customer alleges discrepant results with meter compared to lab: date - "3 weeks ago", inratio - 7.3, lab - 3.4. Date - (B)(6) 2011, inratio - 3.4, lab - 2.4. Pt's target therapeutic range is 2.5 - 3.5. Date "3 weeks ago" results were done within an hour of each other. On (B)(6) 2011, meter result was done 20 minutes after lab draw.

Manufacturer narrative:
The pt takes tylenol occasionally, as well as paroxetine, atenolol, neurontin, zyprexa. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Customer occasionally milks the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date - (B)(6) 2011, inratio - 7.3, reference - 3.40, mean - 5.35, confidence limits - na. Date - (B)(6) 2011, inratio - 3.4, reference - 2.40, mean - 2.90, confidence limits - 1.8-4.2. For a, the mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l investigation is required. Recent test conducted on lot 243104 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 80 = 3.2, 3.4, 2.8 inr; donor 81 = 1.6, 1.7, none inr. At least two out of three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 80 (2.41 inr) and donor 81 (1.56 inr), respectively. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned. Retain strip testing results met accuracy criteria. Unexpected test results may be due to other cause, including but not limited to test technique and pt's medications. As reviewed on (B)(6) 2011, (B)(4). Action threshold (>0.07%) has reached. From (B)(6) 2010 to (B)(6) 2011, there have been 28 therapeutic donors (89 strips) and 7 non-therapeutic donors (7 strips) tested. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.